Manufacturer narrative:
Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) of 45 mg/dl. Customer consumed carbohydrates to treat bg. Reportedly, the customer alleged pump software did not suspend insulin delivery, resulting in the low bg. A pump data log was performed, and it was determined that the pump was delivering and terminating insulin deliveries as intended. The cause of the low bg was due to the customer administering multiple boluses. Recommendation was made to discuss diabetes management with a health care professional. Multiple attempts were made by tandem technical support to reach out to the customer regarding the low bg; however, no response was received.